Event description:
During central processing, the user facility identified a broken cable on the large suturecut needle driver instrument . No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the one of the grip close cable was broken at the distal idler pulley and the frayed strands were sticking out at the wrist. The idler pulley spun freely and had slight damages on the surface. The other cables at the instrument's wrist were not damaged.